Manufacturer narrative:
This report is being submitted to correct the adverse event/product problem field (b1) in section b, adverse event/product problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle branch (lbb) due to lead insulation damaged by universal cutter during sheath slitting. This rv lead was replaced with same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle branch (lbb) due to lead insulation damaged by universal cutter during sheath slitting. This rv lead was replaced with same model, not implanted and will be returned for analysis. No adverse patient effects were reported.